Manufacturer narrative:
Investigation conclusion: review of customer data shows that sample in question could fall below the limit of detection of the assay. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 1 false negative sars patient result of unknown symptomatic status. Customer communicated the result was confirmed positive by another rapid antigen and pcr. Sample used in pcr was collected within 12 hours of first sample.